Event description:
On september 11, 2007, the lay-user/pt contacted lifescan alleging that a one touch basic meter had a battery indicator issue. The pt indicated that the alleged meter issue started in 2007, late at night. The pt took her usual dose of starlix medication. An unspecified time after the meter issue began, the pt developed symptoms of feeling hot and clammy. The pt denied being tested on another device. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.